Event description:
It was reported that during implant, the lead could not be successfully affixed to the myocardium and dislodged. The lead was removed and a replacement lead was successfully implanted at that time.

Manufacturer narrative:
.